Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Due to the batch being unknown, no DHR review can be completed. H3 other text : see h.10.

Event description:
It was reported that syringe 1.0ml 8mm 90 bx 450 mo was missing the expiration date. The following information was provided by the initial reporter: material no: 328289 batch no: 6053826, 3287063, 6011966 and unknown. It was reported that the boxes of insulin syringes did not have an expiration date. Verbatim: rep from diabetes care clinic stated he has about 5-6 boxes of insulin syringes with no expiration date. All boxes are unopened. Advised that bd tests the products for 5 years and these boxes could all be expired.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6053826, medical device expiration date: na, device manufacture date: 2016-04-22. Medical device lot #: 3287063, medical device expiration date: na, device manufacture date: 2013-11-27. Medical device lot #: 6011966, medical device expiration date: na, device manufacture date: 2016-03-09. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that syringe 1.0ml 8mm 90 bx 450 mo was missing the expiration date. The following information was provided by the initial reporter: material no: 328289 batch no: 6053826, 3287063, 6011966 and unknown. It was reported that the boxes of insulin syringes did not have an expiration date. Verbatim: rep from diabetes care clinic stated he has about 5-6 boxes of insulin syringes with no expiration date. All boxes are unopened. Advised that bd tests the products for 5 years and these boxes could all be expired.